Event description:
Additional information was received that this device was explanted and replaced for battery depletion. No adverse patient effects other than the procedure were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered end of life (eol) with a monitoring voltage of 2.57 volts and charge time measurements of 32.3 seconds. A change out procedure has been scheduled for the near future. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
The device was explanted. No further information is available. This report will be updated if more information becomes available.